Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead (rv) was unable to capture at the maximum output, impedance issues, under sensing and high pacing thresholds were noted too. After checking the chest x rays the physician and determined that a dislodgement could be the root cause of the issue. A surgical intervention was scheduled to reposition the lead. No adverse patient effects were reported. This lead was successfully repositioned.